Event description:
It was reported that the patient presented in clinic for dizziness. Device interrogation revealed noise oversensing and mode switch on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.